Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and an absorbable adhesion barrier was placed around the ovaries. Post procedure, the patient has had periodic evaluations for abdominal pain. On (B)(6) 2014, a procedure was done to remove the inflamed peritoneal implant from the right lower quadrant. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.